Event description:
According to the reporter, during the laparoscopic resection, while on preparation before the intestinal resection, there was a file error message on the handle. The user rebooted the device and replaced the shell. But the issue occurred in four shells. The product was replaced with a new power device from another manufacturer. There was no patient injury. Pli-10: medtronic's initial evaluation of the incident found that the handle was connected to master control panel (mcp) and the device software blob could not be read. - the inability to read the software blob is a sign of the micro secure digital (sd) card being corrupted. When the handle reinitialized, there was evidence of field programmable gate array (fpga) reset/reprogram failures.

Manufacturer narrative:
D10 concomitant products: sigpshell - sig power sigpshell control shell, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional evaluation noted that the handle powered on and displayed the file error screen during initialization. The handle displayed a power handle but failed to fully initialize. The handle was connected to master control panel (mcp) and the device software blob could not be read. The inability to read the software blob is a sign of the micro secure digital (sd) card being corrupted. The handle was green key reset. When the handle reinitialized, there was evidence of field programmable gate array (fpga) reset/reprogram failures. It was reported that there was a display irregular. The reported issue was confirmed. The most likely cause was traced to software design. The cause of the fpga reprogram/reset failures could not be established. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.